Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The date of the event is an approximation. The patient stated she fell backwards and hit the back of her head on the corner of the wall due to being hypoglycemic and not knowing because she was not receiving reading (cgm displayed "sensor error") on the mobile app. The patient lost consciousness and emergency medical technician's were called. When emts arrived, they checked a finger stick reading and it was in the 20's mg/dl. The patient was treated but could not provide information on what medications were provided to her during the event. Emts transported the patient to the hospital where the patient stayed in the intensive care unit (ICU) for several days (2-3 days per the patient). At the time of the report, the patient was out of the ICU and recovering. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.